Event description:
Patient report below regarding permobil smart drive use with apple watch controller. "It's not that responsive to taps. I often find myself tapping many times to stop and go and trying to adjust speeds. Stopping especially can get a little dicey." "I've had some crashes, nothing major but you have to be careful." Smart drive motor serial number: (B)(6).